Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a chipped top case left corner and contaminated plunger flippers. The tamper seal was removed. Review of the event history log (ehl) showed a ?acu watchdog failure and primary audio alarm post." The device was powered on and an audio and occlusion tests were performed as part of the functional testing. The reported issue was not duplicated as the speaker was working as intended. A preventive maintenance and functional testing were performed. Service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited a watchdog failure and primary alarm post. It is unknown if there was patient involvement, no adverse patient effects were reported.